Event description:
It was reported that a helical blade became hung up on the lateral aspect of a nail and a distal locking screw missed but eventually went through during a trochanteric fixation nail (tfn) procedure. As the helical blade went in, it got hung up on the nail. The team reinserted a new blade through the nail, re-drilled, and it went through. Eventually the distal locking screw went through. A surgical delay of approximately five (5) minutes was reported (due to trouble shooting). No reported fragments created or left behind. The procedure was successfully completed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient ID: (B)(6). Patient weight is unknown. Device currently implanted; has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.